Event description:
On (B)(6) 2013, a 6mm x 60 mm misago stent was placed near the popliteal artery. Then 3 ptx stents (ziv6-35-125-6.0-60-ptx x1 and ziv6-35-125-6.0-100-ptx x2) were placed in the middle sfa. Post ballooning was performed using a 4 mm balloon and all the three ptx stents were fully expanded. Stenosis 25-30% at the origin of the sfa was confirmed after the initial procedure. On (B)(6) 2013, the pt had no symptoms, but abi decreased, so CT was performed. All the three ptx stents were occluded due to in-stent thrombosis. Clot removal was performed using a 6 fr guiding catheter. Then another misago stent was placed inside the misago and a 6mm x 150mm smart stent was placed inside the zilver ptx stents. The pt had a favorable outcome.

Manufacturer narrative:
There were no zilver ptx devices of lot number c923298 in stock at the time of the complaint investigation. The stent was implanted in the pt therefore is not available for eval. With the info provided a document based investigation was carried out. Angiography images were not available to support the complaint investigation; therefore the customer complaint could not be confirmed. It can be noted that the pt was on the antiplatelet therapy after the procedure. Info about antiplatelet therapy before the procedure is unk. According to thrombosis questionnaire the pt had known potential risk factors for thrombosis such as hypertension and smoking. In addition, lesion was totally occluded prior to stent placement which is also considered as contributing factor to stent thrombosis. Based on the above, it may be noted that the pt had a number of risk factors that could have contributed to the thrombosis event. It is very unlikely that thrombosis could have occurred due to zilver ptx malfunction however, a definitive root cause of this stent thrombosis cannot be determined. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. It may be noted that thrombosis is known potential adverse effect as per instructions for use. Health risk and assessment was initiated for stent thrombosis and the overall risk index is low. According to the initial reporter, the pt had a favorable outcome. Customer qa will continue to monitor complaints of this nature for potential emerging trends.